Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to use a spider fx to treat a plaque lesion with stenosis in the center common carotid artery. Degree of tortuosity was moderate. Degree of calcification was mild. Pre-dilation was performed. During preparation, it was difficult to store the capture section of the spider in the delivery end. Since a device of the same size was not available, it was stored as is and inserted. At the distal side of the lesion, slight resistance was encountered during deployment, but deployment was performed and post-dilation of the stent was also carried out. When storing the capture wire into the recovery end, resistance was again encountered and storage was difficult. The filter opening was only partially withdrawn, and the device was retrieved outside the body in that state. No adverse health effects were observed in the patient.

Manufacturer narrative:
Product analysis device returned with the filter basket loaded within the recovery catheter. Filter basket deformed clear section of delivery catheter kinked delivery catheter deformed delivery catheter kinked biologics on distal tip of delivery catheter filter basket was able to be backloaded within the delivery catheter. Filter basket was not able to be fully retracted within the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.